Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The qc performance was not stable. The field service engineer checked the instrument and changed and adjusted the sample probe, cleaned the reagent probe, and changed the tube rinse assembly. Qc was performed with successful results. The service actions of replacing the sample probe resolved the issue. No further issues were reported afterwards, and the instrument was performing within specifications. The root cause was consistent with a hardware issue and traced to a component failure.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with creatinine assay on a cobas c 503 analytical unit. Sample 1: initial result: 92 umol/l. 1st repeat result: 61 umol/l. 2nd repeat result: 60 umol/l. On (B)(6) 2025: sample 2: initial result: 115 umol/l. 1st repeat result: 78 umol/l. 2nd repeat result: 79 umol/l. Sample 3: initial result: 224 umol/l. 1st repeat result: 57 umol/l. 2nd repeat result: 56 umol/l. Sample 4: initial result: 180 umol/l. 1st repeat result: 94 umol/l. 2nd repeat result: 98 umol/l. On (B)(6) 2025: sample 5: initial result: 86 umol/l. 1st repeat result: 21 umol/l. 2nd repeat result: 21 umol/l. The customer questioned the initial results as they did not match the patients' previous results and repeated the samples. No questionable results were reported outside the laboratory.